Event description:
It was reported that during a procedure involving a bronco catheter, a patient required removal of a correctly sited double lumen tube and reintubation due to increased instrumentation and trauma to the airway. A piece of blue material was evident in the bronchial lumen of the double lumen tube following a difficult intubation, which resulted in no further ventilation through the lumen. There was a concern that an unrecognized foreign body could be introduced into the airway or lung with ventilation. The tube was subsequently removed and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.